Manufacturer narrative:
The returned meter was measured with masterlot strips in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 3.4 inr and 3.3 inr, donor hct: 41% and 40%. Donor 1: masterlot / customer meter and masterlot : 3.4 inr/ 3.4 inr. Donor 2: masterlot / customer meter and masterlot: 3.3 inr/ 3.3 inr. All values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specification.

Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable high result from coaguchek xs meter serial number (B)(4). The result at 6:13 am was 3.9 inr. The customer thought the result was incorrect and too high because he did not take coumadin the previous night and he had a big serving of greens the day prior. The customer performed a second test at 6:24 am on another finger and the result was 2.7 inr. The customer stated this was the result he was expecting. The customer was not adversely affected. The customer said he had another issue in the past where he got a high result and then a second result that was lower. The customer was unsure when this earlier event occurred. He originally said it happened three years ago but then said it happened "about at the halfway mark of owning this meter". The customer has had the meter since (B)(6) 2015. The customer did not remember the specific results, but gave an approximate high result of 4.0 inr. He did not provide a value for the repeat result. The customer did not report the high result and there were no complications. The therapeutic range was 2.0-3.0 inr. The customer did not know his hematocrit. The customer was not taking heparin or direct thrombin inhibitors. The customer does not have antiphospholipid antibodies. The meter and strips were requested to be returned for further investigation. Replacement product was sent. Relevant retention test strips (lot 144581-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124043-21). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and performed as specified.